Event description:
Pt tested blood glucose in the 12-180 mg/dl range on suspect device. Pt was not on any medication for diabeties prior to being admitted to hosp with diabetic ketoacidosis. He was treated with insulin and is still hospitalized.